Event description:
It was reported the device were used during a laparoscopic nissen foundoplication. It was reported all the devices leaked throughout the case. All were replaced to complete the case. There was no consequence to the pt.